Manufacturer narrative:
Other - safety bar/safety hook.

Event description:
It was reported by (B)(6) that when the unit was being pulled out of the ambulance that the safety bar did not catch on the safety hook. The cot dropped out of the ambulance with an infant in the incubator. There was reported patient involvement and an adverse consequence.